Manufacturer narrative:
Further information from the reporter regarding the product has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during a combined cataract and xen®45 gts surgery, the slider got stuck and caused part of the implant was in the conjunctiva and the other part was stuck in the injector. Surgery was completed with another xen®45 gts in the right eye. There was no eye injury.